Event description:
It was reported that device separation occurred and it was removed with a snare. The target lesion was located in the moderately tortuous and moderately calcified artery. A 6f long guidezilla ii was selected for use. During withdrawal, it was noted that separation occurred at the border of the colored part of the device due to severe tortuosity. The device was completely removed from the patients body using a snare and the procedure was completed using this device. No patient complications were reported, and the patient was stable after the procedure.